Event description:
Customer reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the screen. There was no reported impact on the customer's blood glucose level, as the customer declined to provide specific information. Technical support instructed the customer on alternative methods to press the button effectively, assisted in removing the pump from its case for further testing, and ultimately decided to replace the pump. The pump was under warranty, and the customer was advised to use a multiple daily injection (mdi) regimen as a backup insulin therapy. The customer agreed to return the problematic pump with a pre-paid label and understood the instructions for putting the pump into storage mode before returning it to tandem.